Manufacturer narrative:
Product ID 3708140, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type extension; product ID 39286-65, lot # v483909002, explanted: (B)(6) 2013, product type lead; product ID neu_siliconeanchor, explanted: (B)(6) 2013, product type accessory; product ID neu_siliconeanchor, explanted: (B)(6) 2013, product type accessory; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type extension. Analysis of the ins resulted in no anomalies found. Analysis of the extensions resulted in the distal end of set screw not tight to lead, causing the lead proximal end to migrate out of the extension. Scrape marks were observed on the #0 and #8 connector sleeves on the lead. Analysis of the lead resulted in the lead body cut through, the product was segmented. Analysis of the anchors resulted in no anomalies found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's device was explanted due to loss of efficacy, myelopathy and myelopathic signs. It was also reported there was no injury to the patient and the patient recovered without sequela. No further information was reported.

Manufacturer narrative:
Product ID neu_siliconeanchor, product type accessory; product ID neu_siliconeanchor, product type accessory; product ID 39286-65, lot # v483909002, product type lead; product ID 37744, serial # (B)(4), product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.